Event description:
It was reported that the procedure was cancelled. A synergy xd 2.50 x 8.00mm was selected for treatment. During the procedure, the stent was unable to cross the target lesion. Because of this, the procedure was cancelled. The patient returned for treatment at a later date. There were no patient complications reported.